Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that intuitive motion was not being experienced due to both pitch cables being broken at the distal clevis hub. Both cable crimps remained in the clevis. The instrument has 5 uses remaining. Additional observation not reported was insulation damage to the main tube. Material was missing, as the surface of main tube appeared to be scraped off. Evidence was not conclusive, but damage may have been a result of misuse. Per the customer, at the time of the reported event, nothing fell into a patient during a surgical procedure. Based on this, no additional follow up is required. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the maryland bipolar instrument was not moving properly. No patient harm, adverse outcome or injury was reported.